Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. No moisture damage noted on electronics assembly. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The spouse reported via phone call that the customer received a motor error alarm during the rewind process. The spouse also reported the insulin pump was damp and smelled of insulin. Customer's blood glucose was 255 mg/dl. The wife could not recall any significant events leading to the alarm. The wife also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.